Manufacturer narrative:
(B)(4).

Event description:
It was reported that at the end of a device implant procedure, oversensing due to lead noise was observed in real time. The tachy therapy was turned off. The next day, oversensing was not observed anymore and the physician elected to turn the tachy therapy back on. The patient was in good condition.